Event description:
It was reported that the battery failed twice in the charger and is showing empty on autopulse, yet the test button on the top of the battery is indicating full and that battery has not been used clinically. No adverse event reported.

Manufacturer narrative:
Zoll medical corp has not received the device. A supplemental report will be submitted if the device is received.